Event description:
Reporter alleged blood glucose measured 77, 134, & 95 mg/dl when testing was performed within 10 minutes. Customer stated self treating with an apple as a result. No other actions were taken or treatment received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.